Event description:
I-flow were notified in 2005. The pt reports that when they went to remove the catheter on monday evening it was difficult to remove. The pt called the clinical hotline who advised that they not continue and that they call their dr in the morning. They went to dr's office the following day. The dr attempted to remove the catheter and met resistance. The pt said that the dr curled the catheter around a tongue depressor for traction and pulled. Segment then broke off inside shoulder. The dr decided to leave the catheter in place and monitor the pt. The clinical hotline explained to the pt that the decision on what to do is up to their dr. I-flow received an update from the sales rep 6 days later stating that the dr surgically removed the remaining segment and that the pt is doing well.